Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon rupture was likely caused by patient factors (bulky leaflet calcification, severe root calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the transfemoral tavr procedure, the delivery system balloon ruptured during deployment of the second 26mm sapien 3 valve. The procedure was performed under conscious sedation. The esheath was inserted without any issues. The 26mm commander delivery system was advanced without any issues over the aortic arch and across the native aortic valve. The 26mm sapien 3 valve was prepped to nominal volume with 23 ml. The patient was asked to hold their breath, initiated rapid pacing with 1:1 capture, contrast was injected and the 26mm sapien 3 valve appeared to be too ventricular (aprox. 50/50) and the physician made an adjustment aortic. The final position was approximately 60:40 ventricular. Post tte was of poor quality and it was difficult to assess valve function. A post angiogram was obtained which revealed severe post ai. The physician also noted the 26mm sapien 3 valve was under deployed on the left coronary side. The patient was hemodynamically stable post deployment. The physicians elected to add 1cc to the atrion and post dilate with the 26mm commander delivery system. Post dilatation angio relieved severe ai and an aortic root rupture near the left coronary cusp. Within a few minutes, the patient's pressure dropped rapidly. CPR was ordered by the physician. The physician preformed a pericardialcentesis and protomine was given along with blood products. An additional 26mm sapien 3 valve was prepped to nominal volume and was placed more aortic. The second 26mm sapien 3 valve was inserted and delivered. The balloon ruptured during inflation. Final position was 90:10 aortic and slightly under deployed. The patient remained hemodynamically unstable. CPR continued. The physician pronounced the patient deceased after approximately 45 min of CPR.